Event description:
During analysis, burnt components were observed on the circuit board. The device was repaired to resolve the event.

Manufacturer narrative:
The unit was returned without a complaint associated to it; however, there was a malfunction based on analysis noted. The visual inspection revealed no physical damage to the outer plastic casing of the ac power adapter or to the outer plastic housing of the transmitter. After opening the ac power adapter several burnt components were observed on the main circuit board, as well as to the inner casing of the ac power adapter. Upon opening the transmitter no burnt components were observed. Tested unit with working ac power adapter and unit successfully powered on successfully. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue.